Event description:
Caller reported a tandem mobi cartridge alarm, which caused blood glucose levels to exceed 500 mg/dl. Specific glucose values were unknown, as the caller indicated values were "high," and declined further questions. The pump experienced the alarm during the loading process, and no previous alarms of this type had been reported with the current pump serial number, though alarms with consecutive cartridges were confirmed. Customer technical support confirmed the issue and arranged a replacement pump, advising the caller on necessary steps for transitioning to the new device, including programming settings and reconnecting the continuous glucose monitor. The caller was instructed on returning the malfunctioning pump and utilizing manual insulin delivery as a backup therapy.